Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. Customer's blood glucose was 115 mg/dl. Reportedly, a cartridge change was performed to resolve the issue and insulin delivery was resumed.